Event description:
Complainant alleged that the operating room clinicians were attempting to defibrillate a patient (age and gender unknown), but the discharge button on the internal handles were difficult to depress. After much effort the clinicians were eventually able to depress the discharge button. In addition, the complainant reported that the handles were cracked. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The internal handles operator's manual, advises the user to "inspect the internal handle set frequently for signs of deterioration, such as cracks, crazing, damaged cables, and damaged switch covers. Replace if deterioration is noted."